Manufacturer narrative:
Batch review performed on 01 december 2025. Ball heads: mectacer 01.29.233h mectacer head biolox option 12/14 d40 (k131518) lot: 2406574: (B)(4) items manufactured and released on 04-apr-2024. Expiration date: 19-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review cup: mpact 01.32.156mh acetabular shell d 56 multi-hole (k132879) lot: 2348587: (B)(4) items manufactured and released on 14-may-2024. Expiration date: 29-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.4048hct flat pe hc liner d 40/f (k103721) lot: 2306064: (B)(4) items manufactured and released on 26-jul-2023. Expiration date: 10-jul-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: sms solid 01.36.069 sms solid stem lat size 9 (k181693) lot: 2406334: (B)(4) items manufactured and released on 11-apr-2024. Expiration date: 27-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted new hardware. The surgery was completed successfully.